Event description:
It was reported that as the surgeon attempted to insert the cc4204a collamer plate lens, he noted the capsular bag had been perforated. The lens grazed the eye, but was not implanted. The reporter stated the damage occurred prior to the iol surgery and their facility uses a competitor's phaco equipment.

Manufacturer narrative:
(B) (4). No product allegation. Results: visual inspection of the returned product showed evidence of a clear surgical residue; however, there was no visible damage to the lens. (B) (4).